Manufacturer narrative:
H6: investigation results: the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Concomitants: a. Exactech optetrak femoral component size 5; b. Exactech optetrak tibial component size 4; c. Exactech optetrak patella. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a male patient, initial right knee tka on (B)(6) 2009, underwent a revision procedure on (B)(6) 2020, approximately 11 years 5 months post the initial procedure to remove an optetrak device. Over time, the plaintiff began experiencing pain and discomfort in the anterior and anteromedial aspects of his right knee. The plaintiff¿s condition continued to worsen, and he began suffering from instability, swelling, decreased range of motion, and was walking with a limp. As such, it was determined that plaintiff¿s implant had failed and required revision. Upon explantation of the optetrak device, the plaintiff¿s surgeon observed that the polyethylene liner was completely worn-through medially. The liner itself was fragmented, and the femoral component was grossly loose. Upon removing the femur, the plaintiff¿s surgeon observed ¿massive¿ osteolysis with ¿complete destruction¿ of the medial condyle and near complete loss of the lateral condyle. No device return anticipated due to this being a legal case. No additional information.